Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the (B)(6) 2025 the recipient had a fall and hit the right side of her head over the implant. She sustained an injury to right side of her head resulting in a large haematoma. The user is scheduled for reimplantation surgery on (B)(6) 2025.

Event description:
On (B)(6) 2025 the recipient hit the right side of her head over the implant. The user reported poor sound quality which has worsened over time since the initial injury. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the implant housing migrated from its intended position due to a head trauma. It seems likely that the electrode array migrated out of the cochlea, causing the decrease in hearing performance, however, this could not be assessed during explantation due to soft tissue growth. Additionally, according to the implant registration card a complete insertion was not achieved at implantation surgery and one channel was left extra-cochlear. This is a final report.